Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone radiation therapy. Upon interrogating the device post radiation therapy, the device had a power on reset (por). The device reset was cleared and it remains in use. No patient complications have been reported as a result of this event.